Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a falsely elevated architect creatinine result of 6.7 mg/dl was generated for a patient sample (ID (B)(6)) that retested at 1.455 mg/dl. The customer's reference range is 0.72 to 1.25 mg/dl. No adverse impact to patient management was reported.

Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Manufacturing documentation was reviewed and no contributing factors to the complaint could be identified. A review of instrument logs and quality control (qc) results was performed by a technical service specialist. No technical issues were identified. A review of the reaction graph for the sample in question was also performed. Irregular fluctuations were observed before and after the addition of r2. These factors suggest the likelihood of a interfering factor in the sample material such as fibrin. The sample retest which gave acceptable results was performed after re-centrifuging the sample which also indicates a potential sample interferent such as fibrin. Based on the available information, no product deficiency was identified.